Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. The device was not returned. Visual analysis of the returned sample revealed that the gst60g reload was returned unfired with 7 double drivers missing, and 1 double driver out of position., making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, u95e54, and no non-conformances were identified. Manufacturing date: 10/12/2020, expiration date 09/30/2023.

Event description:
Load does not fit on stapler. There was no harm to the patient. No patient consequences reported. No further information is available.